Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Unk cause of event).

Event description:
Additional information was received as follows: it was reported at the 12 month imaging approximately three months ago, the type I endoleak is continuing. No additional details have been received.

Event description:
A valiant stent graft was implanted in a pt for the endovascular treatment of complicated type b aprotic dissection between the celiac trunk and the renal arteries, approx 27.6 cm in length, approx 5 months ago. It was reported on a recent CT there was evidence of a proximal type I endoleak. No add'l details have been obtained. No clinical sequelae were reported, and the pt is fine.

Event description:
Additional information has been obtained. It was reported that there was no endoleak.